Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this device was explanted and replaced without incident.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Memory analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Updated information indicates that this device remains in the possession of the hospital.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4).